Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance. When measured again, impedance was 425 ohms. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.